Event description:
The facility representative contacted baxter to report an infusor pump that was not working properly. The event occurred during use. There was no adverse event, patient injury or medical intervention associated with this report. During baxter evaluation, constant alarm occurred right after the bolus started causing an interruption of delivery. No additional information is available.

Manufacturer narrative:
(B)(4). The assignable cause for the constant alarm condition was determined to be a loose motor. The motor was reinstalled to resolve the condition. A follow-up report will be submitted if additional information becomes available.